Event description:
It was reported that the patient felt stimulation in the wrong location. Stimulation was in his rib. The patient had less than 50% therapy relief. An xray was done and one lead had slid down and had gone anterior. It was unknown which lead this happened to. The physician felt as if it was related to the patient forgetting activity restrictions. The exact cause was unknown. It was unknown as to what action would occur. The patient¿s status was alive with no injury. Additional information was requested regarding any intervention as well as final outcome. If received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260,serial# (B)(4) implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4) implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6), 2014, product type: lead. Analysis of the lead (sn (B)(4)) found no anomaly.

Event description:
Additional information received reported that the component involved in the reported event was the lead. The issue was that one lead migrated laterally. They tried reprogramming but the healthcare provider noted that they would revise the lead. The cause of the event was not determined and unknown if it was device related. The patient was scheduled for explant of the entire system on (B)(6) while having spinal decompression surgery.